Event description:
The operator of a vitros 250 chemistry system observed imprecise patient results with vitros k+ slides assayed on a vitros 250 chemistry system. The laboratory did not report the vitros k+ results in question and there was no allegation of patient harm.

Manufacturer narrative:
The customer observed imprecise k+ results on patient samples. The customer had performed routine maintenance and quality controls were acceptable. The investigation determined that the user was not centrifuging the samples according to the sample tube manufacturers recommendations. Re-centrifugation according to the tube manufacturers recommendations has resolved the k+ imprecision issue. The investigation into this event concludes that the root cause was operator induced pre-analytical sample handling error.